Event description:
Patient reported that they had a st. Jude stimulation system that did not relieve their pain. No additional information was provided by the caller. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).